Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that this was a thrombectomy of the middle cerebral artery, segment m2, to treat acute ischemic stroke. An emboguard 87, 95 cm balloon guide catheter (bg8795u, 9482257) was used according to the instructions for use (IFU). Despite repeatedly attempting to remove air from the emboguard using a three-way stopcock, it was impossible to eliminate the air. The physician commented that the air could not be removed, air remained. There was no negative impact on the patient. A continuous flush was not done. Other concomitant device was phenom microcatheter.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h3 and h11. Section b5: additional event information received from 05-aug-2025 indicated that the rhv was not over-tightened. It was noted that the issue was found prior to inserting into the patient¿s body. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Section b5: additional event information received on 24-jul-2025 indicated that product was removed intact from the patient. The device deficiency did not result in patient harm. Complaint conclusion: a healthcare professional reported that this was a thrombectomy of the middle cerebral artery, segment m2, to treat acute ischemic stroke. An emboguard 87, 95 cm balloon guide catheter ((B)(6), (B)(6)) was used according to the instructions for use (IFU). Despite repeatedly attempting to remove air from the emboguard using a three-way stopcock, it was impossible to eliminate the air. The physician commented that the air could not be removed, air remained. There was no negative impact on the patient. A continuous flush was not done. Other concomitant device was phenom microcatheter. Additional event information received on 24-jul-2025 indicated that product was removed intact from the patient. The device deficiency did not result in patient harm. Since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. A device history review (DHR) associated with lot 9482257 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Per the instructions for use (IFU) the balloon deflation instructions are as follow: a. If using an lav: attach a 20ml syringe to the lav and apply vacuum until the balloon is fully deflated. B. If using a 3 way stopcock: turn the stopcock to allow flow to the 20ml syringe and apply vacuum until balloon is fully deflated. Turn stopcock to prevent flow to balloon. C. Ensure balloon is fully deflated before withdrawing the catheter. Different contrast media to heparinized saline ratios, other than the recommended ratio described, may affect device visibility and may impact the balloon deflation time. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.